Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response to the attached pmcf study this complaint captures the occurrences in table 4.8.6-3. Summary of relatedness of fc-v2 gi aes occurring in germany. Aes are: -perforation -reflux -abdominal wall cellutitis at the pej site -bleeding -esophageal candidiasis -new stricture due to adenocarcinoma of the eshophagus -dysphagia -thrush eshophagitis -tumour bleeding eshophageal -two abdominal abscess secondary to perforation by migrated stent -obstructed stent device evaluation the evolution esophageal stent system - fc-v2 device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0067) adverse events associated with upper gi endoscopy include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, perforation, reflux, respiratory depression or arrest, vomiting. Additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression), dysphagia, edema, erosion or perforation of stent into adjacent vascular structures, esophageal ulceration and erosion, esophagitis, fistula involving trachea, bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction, tumor overgrowth, wire entrapment. Aes are: -perforation, reflux , abdominal wall cellutitis at the pej site (covered by infection), bleeding, esophageal candidiasis (covered by infection), new stricture due to adenocarcinoma of the eshophagus (covered by tumor ingrowth), dysphagia ,thrush eshophagitis (covered by infection), tumour bleeding eshophageal (covered by bleeding), two abdominal abscess secondary to perforation by migrated stent (covered by infection),obstructed stent. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As previously mentioned, all adverse events reported are listed as a potential adverse events in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this file was created in response to the attached pmcf study this complaint captures the occurrences in table 4.8.6-3. Summary of relatedness of fc-v2 gi aes occurring in germany. Confirmed qty - confirmed used, 17 devices. Individual patient outcome is not provided however it has been noted within the study (page 46), that stents were removed endoscopically most often due to an ae. Should further details become available at a later date, the file will be updated accordingly a possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Perforation 5, reflux 1, abdominal wall cellutitis at the pej site 1, bleeding 2, esophageal candidiasis 1, new stricture due to adenocarcinoma of the eshophagus 1, recurrence of eshophageal cancer and liver metastases 1, rig inserted with interventional radiology 1, steady enlargement of the nsufficiency 1, thrush eshophagitis 1, tumour bleeding eshophagealtwo abdominal abscess secondary to perforation by migrated stent 1, obstructed stent 1.